Event description:
It was reported that unspecified alarms occurred with the pump. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.